Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that he felt a pulsing and jumping sensation in his chest and abdomen. Follow up with the patient's clinic indicated that the right ventricular (rv) lead had dislodged. The lead was revised and remains in use. No further patient complications have been reported as a result of this event.